Event description:
Pt admitted for syncope. Noncapture of the pacemaker was noted. Pt admitted for lead repositioning. The ventricular lead had a normal lead impedance but there was failure to capture even at 8v output. Inspection revealed that the fixation coil of the ventricular lead was still firmly embedded in the right ventricle and the reason for failure to capture was either microdisplacement of the tip of the lead or excessive fibrosis with an excessive threshold rise. A stylet & fixation apparatus was used to remove the ventricular lead and subsequently a new tined lead was passed and tested and found to have excellent sensing and pacing thresholds. A generator upgrade was carried out to place a more capable device which allowed for extensive post implant monitoring as well as programmable mode switching features the previous generator did not have.